Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned and analyzed and no anomalies were found. All conductors were distorted and had blood/body fluid (not obstructed), the outer insulation was torn and had a cosmetic depression. Apparent explant damage. (B)(4): the full lead was returned and analyzed and found an outer insulation breached depression. The proximal conductor was distorted and had blood/body fluid (not obstructed), the outer insulation had cosmetic cut and breached cut and cosmetic depression, the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported the left ventricular lead and the atrial lead were removed due to infection. No further patient complications were reported as a result of this event. The atrial lead was returned, analyzed and subsequently tested out of specification.